Manufacturer narrative:
The manufacturer previously reported information in reference to dream station 2. The manufacturer received information alleging. Nosebleeds, lung infection, and insomnia. Medical intervention was not specified. The patient required prescription medications (antibiotics). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. On the previously submitted reports, the wrong verbiage was used stating that dream station 2 is part of the recall; it is not. Additionally, there is no recall number associated with this device as initially reported. Also, on the previous report, the reporter coded for degradation while this device is not part of the recall. It is corrected on this reported on this report based on the pms decision, this report is updated to serious injury. It was initially reported as product problem.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges nosebleeds, lung infection, and insomnia. Medical intervention was not specified. The patient required prescription medications (antibiotics). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to dream station 2. The manufacturer received information alleging. Nosebleeds, lung infection, and insomnia. Medical intervention was not specified. The patient required prescription medications (antibiotics). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. On the previously submitted report, the wrong verbiage was used stating that dream station 2 is part of the recall; it is not. Additionally, there is no recall number associated with this device as initially reported. It is corrected on this report. Based on the pms decision, this report is updated to serious injury. It was initially reported as product problem.